Event description:
It was reported that the pacemaker (pm), atrial lead and right ventricle (rv) lead exhibited noise. The system had over sensed the noise; however, the rv lead had more over sensing than the atrial lead which resulted in pacing inhibition. The sensitivity change was performed on the ventricle channel only. The patient was stable throughout.